Event description:
It was reported that the stent occluded post tcar, resulting in hospitalization, and additional intervention. The patient presented to the hospital on (B)(6) 2025 with right side weakness and facial droop. The patient was admitted and had a massive watershed stroke that night. Anemic to 6, massive stroke, nih score 15. The surgeon waited over a week to do perform a left sided transcarotid artery revascularization (tcar) procedure due to the patient spiking a fever and uncontrolled systolic pressure. Systolic pressure went as high as 250 systolic when not on proper medications to control. On (B)(6) 2025, systolic was controlled, but it was difficult for anesthesia to get the pressure within the 140-160 target and required lots of medication. The patient had over 70% stenosis on both carotids. Act was over 250. The tcar procedure was completed with good results, and the stent was patent. The physician helped from the phone during the case and suggested keeping systolic pressure 100-140 post-procedure. Four hours post procedure, the stent occluded. Plavix resistance test was conducted, and the patient was normal. The physician suspected the occlusion could be from hypotension, because systolic was 80-90 on floor. The patient was transferred to a different hospital to be treated by a neuro radiologist. At the new facility, the patient underwent a thrombectomy. The patient did well and was discharged on (B)(6) 2025. On (B)(6) 2025, the patient presented to the emergency room with a massive brain bleed. The patient lost all brain activity and ultimately passed away. The physician suspected patient blood pressures were not maintained properly at the other hospital.

Event description:
It was reported that the stent occluded post tcar, resulting in hospitalization, additional intervention, and death. The patient presented to the hospital on (B)(6) 2025 with right side weakness and facial droop. The patient was admitted, and had a massive watershed stroke that night. Anemic to 6, massive stroke, nih score 15. The surgeon waited over a week to do perform a left sided transcarotid artery revascularization (tcar) procedure due to the patient spiking a fever and uncontrolled systolic pressure. Systolic pressure went as high as 250 systolic when not on proper medications to control. On (B)(6) 2025, systolic was controlled, but it was difficult for anesthesia to get the pressure within the 140-160 target, and required lots of medication. The patient had over 70% stenosis on both carotids. Act was over 250. The tcar procedure was completed with good results and the stent was patent. The physician helped from the phone during the case and suggested keeping systolic pressure 100-140 post-procedure. Four hours post procedure, the stent occluded. Plavix resistance test was conducted and the patient was normal. The physician suspected the occlusion could be from hypotension, because systolic was 80-90 on floor. The patient was transferred to a different hospital to be treated by a neuro radiologist. At the new facility, the patient underwent a thrombectomy. The patient did well and was discharged on (B)(6) 2025. On (B)(6) 2025, the patient presented to the emergency room with a massive brain bleed. The patient lost all brain activity and ultimately passed away. The physician suspected patient blood pressures were not maintained properly at the other hospital.

Manufacturer narrative:
Updated fields: h6 - evaluation method codes, evaluation conclusion codes.